Manufacturer narrative:
The pump was received with blank display, problem isolated to mother board. The pump was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low predicted or any alarm due to blank display. The pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received blank display. The customer's blood glucose level was 118mg/dl. Troubleshoot was conducted. The display remained blank. The customer was advised the pump would be replaced and returned for analysis.